Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawers had intermittent failures, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawers 4.1, 5.2, and auxiliary half-height 5.1 experienced intermittent issues with cubies failing. The customer was able to replace the cubies, which temporarily resolved the issue, but the failures recurred. A field service engineer found the damaged row board cable and replaced. For main drawers 4.1, 5.2, and auxiliary 5.1, all cubies, pockets, and trays were removed. Debris was cleaned from beneath the trays and 4.1 was relatively clean, while 5.2 had powdered residue from a crushed tablet and auxiliary 5.1 had some debris. All contacts for the row board cable, pockets, and trays were thoroughly cleaned. Tested the device on the application and the inventory was done. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawers had intermittent failures, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.